Event description:
It was reported that a revision surgery was performed due to a broken stem.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. The visual inspection discovered that the femoral actually contains the section of the stem base that has fractured, not the actual stem. The devices were sent to our lab for analysis with the following results: bone cement was adhered to the majority of the bone-interfacing surface of the femoral component, and appeared well-fixed. It did not dissociate with the application of manual force. Scratches and damage were observed on the femoral stem, which could have been caused during removal of the components. From the analysis conducted in the investigation, it was concluded that the femoral stem fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to the extent that the remaining cross-sectional area of the stem could not bear the imposed loading, which led to an overload fracture. Fatigue cracking is caused by the component bearing cyclic stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to applications of loads in excess of the material¿s strength, instability or subsidence of the components, and/or poor bone quality. No material deviations were found in the femoral component during this investigation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated, however we will continue to monitor for future complaints and investigate as necessary.